Manufacturer narrative:
Additional information was requested from the field representative regarding initial reporter information. If any additional information is received, a supplemental report will be sent.

Event description:
It was reported that this pacemaker went into safety mode. The device was explanted and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.